Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. The issue was not resolved with a change in batteries. A review of the alarm history confirmed a replace battery alarm was emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: during investigation, a review of the pump history showed multiple pump reboots prior to complaint date. The pump powered on properly to the "verify" screen. The battery compartment was found to be intact with no damage observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed during testing. Evaluation revealed that the battery cap width was out of required specifications. The pump was exercised for (B)(4) hours with no power loss or battery related warnings occurring. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts showed no evidence of intermittent contact. The intermittent power issue was able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.